Event description:
Endotracheal tube introducer was used to exchange the endotracheal tube that was placed in pt's trachea. Pt's airway was difficult. Once placed in the endotracheal tube, the introducer broke into two pieces. All contents of the blue endotracheal tube were removed with the endotracheal tube under direct laryngoscope. Another blue endotracheal tube was used without difficulty to place a new endotracheal tube.